Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Doctor reported drastic changes in shock and pacing impedance values, as well as an increase in pacing threshold. There are gaps in transmission, so these do not show up on hmsc. Possible lead noise on atrial channel. Doctor intends to evaluate for lead dislodgement. Lead remains implanted but will be evaluated further. No adverse patient events have been reported.